Event description:
The user facility reported a 60-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support after she had chronic heart failure exacerbation. The patient had a left and right heart catheter for a transcatheter aortic valve replacement work up for severe aortic stenosis. The patient went into fluid overload, went into respiratory arrest and required intubation. An external fem-fem by-pass was noted. Extremities were cold and gray. The right leg still felt cold and faint pulses were present with doppler. The device was explanted.

Manufacturer narrative:
The impella cp device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.